Event description:
Co rec'd a report from the physician's office of "failed inflatable" penile prosthesis. Upon investigation it was discovered that the device was another MFR's. Note: determination of reportability and categorization of this event was made according to this mfrs policies and procedures and the info rec'd in compliance with med device reporting regulations. These determinations are not intended to evaluate this occurrence or suggest a cause (ref. Sections b1,b2,h1).